Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye, noted a loose blue pull ring cap of the patient adapter inside an opened pouch. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue pull ring cap was separated from the transfer set. This was noticed inside the primary packaging, before installation. There was no patient involvement. No additional information is available.